Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient experienced skin breakdown around the ucor hfams patch. Patient described the irritation as red, raised, broken skin, and bleeding. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician advised the patient to remove and return the device. It was reported that the patient removed the patch, applied neosporin to the irritation, and the skin irritation improved.